Event description:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), seizure ("more aggressive seizures"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pain ("severe pain all over my body"), abdominal pain ("severe cramping"), vaginal haemorrhage ("spotting"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), weight increased ("weight gain") and migraine ("migraines"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, seizure, autoimmune disorder, genital haemorrhage, pain, abdominal pain, vaginal haemorrhage, depression, anxiety, hypersensitivity, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, genital haemorrhage, hypersensitivity, migraine, pain, pelvic pain, seizure and weight increased to be related to essure. The reporter considered vaginal haemorrhage to be unrelated to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter information updated and lawyers added (legal case), events autoimmune disorder, allergic reactions, abnormal bleeding, weight gain, migraines, pain were added, events depression and anxiety were clubbed with previously reported events. She had surgery to remove the essure implant on (B)(6) 2015, case category updated to incident. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6)2015. The most recent information was received on 20-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain"), allergy to metals ("allergic reactions/ allergic or hypersensitivity reaction type: allergic to nickel"), seizure ("more aggressive seizures"), fibromyalgia ("autoimmune disorder/ autoimmune disorder type of disorder: fibromyalgia") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. C51063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dizziness, light headedness, neck pain, head pain, low back pain and pain in hip. Previously administered products included for an unreported indication: gabapentin and topomax. Concurrent conditions included morbid obesity, hypertension, asthma, depression, type ii diabetes mellitus and obstructive sleep apnea syndrome. Concomitant products included amitriptyline, atorvastatin calcium (lipitor), celecoxib, citalopram hydrobromide (celexa), duloxetine hydrochloride (cymbalta), ferrous sulfate (iron), gabapentin, glipizide, lamotrigine (lamictal), levetiracetam (keppra), levocetirizine, linaclotide (linzess), losartan, medroxyprogesterone (depo provera), meloxicam, metformin, nortriptyline, prinzide (lisinopril w/hydrochlorothiazide), quetiapine, ranitidine, salbutamol (albuterol) and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rash/hives on lower legs and forearms as well as hip area"), urticaria ("rash/hives on lower legs and forearms as well as hip area"), irritable bowel syndrome ("irritable bowel syndrome") and hot flush ("hot flashes"). In (B)(6) 2015, the patient experienced fibromyalgia (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pain ("severe pain all over my body"), abdominal pain ("severe cramping"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), menopausal symptoms ("premenopausal symptoms"), stress ("stress") and headache ("headaches"). The patient was treated with surgery (she had diagnostic hysteroscopy, laparoscopic bilateral salpingectomy and removal of retained essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals, seizure, fibromyalgia, genital haemorrhage, pain, abdominal pain, vaginal haemorrhage, depression, anxiety, weight increased, menorrhagia, menopausal symptoms, female sexual dysfunction, stress, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, alopecia and hot flush outcome was unknown, the migraine and headache was resolving and the rash and urticaria had resolved. The reporter considered vaginal haemorrhage to be unrelated to essure. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hot flush, irritable bowel syndrome, menopausal symptoms, menorrhagia, migraine, pain, pelvic pain, rash, seizure, stress, tooth disorder, urticaria and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, nickel allergy, rash\hives. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information form pfs and mr. New reporter added. Case medically confirmed. Patient¿s demographics added. Indication added. Lot number added. Historical and concomitant conditions and drugs added. New events added: premenopausal symptoms, abnormal bleeding (menorrhagia) , apareunia (inability to have sexual intercourse) , stress, rash/hives on lower legs and forearms as well as hip area , dental problems , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , fatigue , irritable bowel syndrome , hair loss, hot flashes, headaches. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1905) on 23-oct-2015. The most recent information was received on 05-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain"), allergy to metals ("allergic reactions/ allergic or hypersensitivity reaction type: allergic to nickel"), seizure ("more aggressive seizures"), fibromyalgia ("autoimmune disorder/ autoimmune disorder type of disorder: fibromyalgia") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. C51063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pateint did not underwent essure confirmation gtest". The patient's past medical history included dizziness, light headedness, neck pain, head pain, low back pain and pain in hip. Previously administered products included for an unreported indication: gabapentin and topomax. Concurrent conditions included obesity, hypertension, asthma, depression, type ii diabetes mellitus and obstructive sleep apnea syndrome. Concomitant products included ferrous sulfate (iron) for fatigue, linaclotide (linzess) for irritable bowel syndrome as well as amitriptyline, atorvastatin calcium (lipitor), celecoxib, citalopram hydrobromide (celexa), duloxetine hydrochloride (cymbalta), gabapentin, glipizide, lamotrigine (lamictal), levetiracetam (keppra), levocetirizine, losartan, medroxyprogesterone (depo provera), meloxicam, metformin, nortriptyline, prinzide (lisinopril w/hydrochlorothiazide), quetiapine, ranitidine, salbutamol (albuterol) and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), rash ("rash/hives on lower legs and forearms as well as hip area"), urticaria ("rash/hives on lower legs and forearms as well as hip area") and irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2015, the patient experienced fibromyalgia (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and hot flush ("hot flashes"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pain ("severe pain all over my body"), abdominal pain ("severe cramping"), vaginal haemorrhage ("spotting/ abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), menopausal symptoms ("premenopausal symptoms"), stress ("stress") and headache ("headaches"). The patient was treated with rizatriptan, surgery (she had hysteroscopy, laparoscopic bilateral salpingectomy,emergency d & c, biopsy of uterus). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals, seizure, fibromyalgia, genital haemorrhage, pain, abdominal pain, vaginal haemorrhage, depression, anxiety, weight increased, menorrhagia, menopausal symptoms, female sexual dysfunction, stress, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, alopecia and hot flush outcome was unknown, the migraine and headache was resolving and the rash and urticaria had resolved. The reporter considered vaginal haemorrhage to be unrelated to essure. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hot flush, irritable bowel syndrome, menopausal symptoms, menorrhagia, migraine, pain, pelvic pain, rash, seizure, stress, tooth disorder, urticaria and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, nickel allergy, rash\hives. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-oct-2018: new pfs received- patient did not underwent essure confirmation test was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1905) on 23-oct-2015. The most recent information was received on 22-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain"), allergy to metals ("allergic reactions/ allergic or hypersensitivity reaction type: allergic to nickel"), seizure ("more aggressive seizures"), fibromyalgia ("autoimmune disorder/ autoimmune disorder type of disorder: fibromyalgia") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. C51063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dizziness, light headedness, neck pain, head pain, low back pain and pain in hip. Previously administered products included for an unreported indication: gabapentin and topomax. Concurrent conditions included obesity, hypertension, asthma, depression, type ii diabetes mellitus and obstructive sleep apnea syndrome. Concomitant products included amitriptyline, atorvastatin calcium (lipitor), celecoxib, citalopram hydrobromide (celexa), duloxetine hydrochloride (cymbalta), ferrous sulfate (iron), gabapentin, glipizide, lamotrigine (lamictal), levetiracetam (keppra), levocetirizine, linaclotide (linzess), losartan, medroxyprogesterone (depo provera), meloxicam, metformin, nortriptyline, prinzide (lisinopril w/hydrochlorothiazide), quetiapine, ranitidine, salbutamol (albuterol) and topiramate (topamax). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rash/hives on lower legs and forearms as well as hip area"), urticaria ("rash/hives on lower legs and forearms as well as hip area"), irritable bowel syndrome ("irritable bowel syndrome") and hot flush ("hot flashes"). On 16-jul-2015, the patient had essure inserted. In august 2015, the patient experienced fibromyalgia (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In september 2015, the patient experienced weight increased ("weight gain"). In october 2015, the patient experienced tooth disorder ("dental problems"). In november 2015, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pain ("severe pain all over my body"), abdominal pain ("severe cramping"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), menopausal symptoms ("premenopausal symptoms"), stress ("stress") and headache ("headaches"). The patient was treated with surgery (she had diagnostic hysteroscopy, laparoscopic bilateral salpingectomy and removal of retained essure) and surgery (she had diagnostic hysteroscopy, laparoscopic bilateral salpingectomy and removal of retained essure). Essure was removed on 4-dec-2015. At the time of the report, the pelvic pain, allergy to metals, seizure, fibromyalgia, genital haemorrhage, pain, abdominal pain, vaginal haemorrhage, depression, anxiety, weight increased, menorrhagia, menopausal symptoms, female sexual dysfunction, stress, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, alopecia and hot flush outcome was unknown, the migraine and headache was resolving and the rash and urticaria had resolved. The reporter considered vaginal haemorrhage to be unrelated to essure. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hot flush, irritable bowel syndrome, menopausal symptoms, menorrhagia, migraine, pain, pelvic pain, rash, seizure, stress, tooth disorder, urticaria and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, nickel allergy, rash\hives. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.